Event description:
It was reported that during a procedure an arthroscopic bur produced metal shavings. Not all of the shavings were removed. No patient injury was reported.

Manufacturer narrative:
While the returned device passed all function testing, the visual examination of the device revealed galling marks along the inner shaft and damage to the cutting edge on the distal tip of the inner and outer shaft. Metal particulates were also observed on the inner shaft hub and the outer shaft hub. The galling marks on the device indicate excessive lateral or "sideloading" of the device. This can cause damage to the device and the emission of metal shavings can occur. Ascent healthcare solutions' instructions for use states: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the returned device indicates that the bur passed all applicable inspections and tests prior to release.